Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter plus a touhy. The balloon was loosely folded with blood and contrast in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, 10 mm from the tip. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. After a 3.0x15 non-bsc stent was deployed, a 3.00mmx12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.